Event description:
Pt had backup battery fault on heartmate 3. Had previous backup battery fault less than one year ago. Alarm issues that are frequent with the heartmate 3. Backup battery fault concerning that backup battery is not functioning properly. Log files sent to abbott. Backup battery had to be changed. Pt code: 4582. Device codes: 1014, 2885. Ref report: mw5177863.